Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
The customer reported via phone call that their device was dropped in water, the customer let it dry out but it is still not functioning properly and there is water under the liquid crystal display screen. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 130 mg/dl. Customer was advice disconnect from device and to refer to their healthcare provider¿s instructions. No further details or information available. The device will be returned for analysis.